Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had high blood glucose. During troubleshooting, it was found that insulin pump was leaking underneath reservoir cap. Customer was educated on placing plunger into reservoir before putting into insulin pump. Customer declined further troubleshooting due to knowing that leaked caused high blood glucose.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies, and none were found. Ran the basal, bolus leaking test, and no leaks were found.